Event description:
Consumer reported complaint for hi and high blood glucose test results. The customer is concerned with test results from results obtained of hi and 536 mg/dl. The customer does not know her expected blood glucose test result range. The customer reported having blurry vision; customer stated she has been having it for the past couple of days. Medical attention was not needed at the time of the call. The test strip lot manufacturer¿s expiration date is 11/30/2024 and open vial date was not disclosed. The product is not stored according to specification in the (kitchen). The customer did have another vial of test strips, same lot number, opened day of call, that had been stored and handled correctly. During the call, a blood test was performed by the customer fasting and produced test result of hi using true metrix air meter. The meter memory was reviewed for previous test result history (customer was unable to see date): result 1: hi time: 10:20 am non-fasting. Result 2: hi time: 6:23 pm fasting. Result 3: hi time: 5:28 pm unknown. Result 4: hi time 1:08 pm fasting. Result 5: 536 mg/dl time: 10:40 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 11-sep-2023 to ensure the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated that she is still using the true metrix air meter and is still obtaining hi. Note 2: manufacturer contacted customer in a follow-up call on 15-sep-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.